Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
Physician report of an ectopic pregnancy 3 years following the essure procedure. A (B)(6) woman presented to the emergency room, complaining of severe lower abdominal pain that had begun early that same morning. This was accompanied by nausea and dizziness but no other associated symptoms. The patient stated that she had a history of an essure procedure performed in 2008, with a hysterosalpingogram confirming tubal occlusion 3 months after the procedure. On arrival in the emergency room, the patient was in hypovolemic shock. A urine pregnancy test result was positive, and free fluid was observed in the abdomen on bedside emergency ultrasonography. Ruptured ectopic pregnancy was suspected, and she underwent an emergency exploratory laparotomy. An ectopic pregnancy was identified in the left fallopian tube, but the essure devices appeared to be correctly placed in both tubes. The patient had an uneventful hospital course and was discharged home on postoperative day 2.